Event description:
It was reported that during a wedge resection procedure, on the first firing the surgeon positioned the stapler on the structure of the lung, closed the stapler and decided to reposition the stapler. The surgeon re-positioned the stapler on the structure pulled the closing lever securely and pulled the firing lever plastic to plastic and cut the tissue with a scalpel as indicated. The surgeon opened the device and immediately experienced bleeding and upon inspection there was no staple line or staples present. The cartridge of the stapler slipped out during re-positioning and was retrieved on the specimen. Required suturing to stop the bleeding. A new device was opened and used to complete the procedure without further incident. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.